Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported speaker malfunction message and a loss of audio on the mx40 telemetry device. It was reported the device was in clinical use.